Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the filter of an unspecified quantity of clearlink system non-dehp extension sets were observed to be cracked and subsequently leaked. The event occurred during chemotherapy infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.